Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2014 and topical skin adhesive was used. During the procedure, the vial was cracked and a shard of the vial punctured through. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.